Manufacturer narrative:
Additional product code: hwc. A review of the device history records has been requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a trochanteric fixation nail (tfn) construct on (B)(6) 2016 for an intertrochanteric fracture. The patient had a follow-up visit on an unknown date and it was noted on x-ray the femoral blade had protruded out of the femoral head. The surgeon believes the blade may not have collapsed as designed. The blade did not move when initially implanted. The blade appeared to be statically locked and did not have any movement as the design of the device intends. The nail had proper fixation at the time it was implanted. When the blade protruded out of the femoral head postoperatively, the nail remained fixed in its original position. On (B)(6) 2016, the patient was revised to a bi-polar prosthesis. All hardware was removed (nail, blade, screw, no endcap). X-rays were taken intra-operatively and immediate post-operatively. There were no fragments, breakage of implants or surgical delay. The procedure was completed successfully and patient outcome good. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the implants are intact and functionally undamaged. The returned nail and helical blade were assembled together and the helical blade was able to slide as intended. There are slight discolorations and minor scratches present on the devices that are consistent with implantation and removal. The exact cause of the complaint condition cannot be determined, but it was likely a result of osteoporotic bone due to the age/gender of the patient. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Per the technique guide, the returned implants are intended to treat stable and unstable pertrochanteric fractures, intertrochanteric fractures, basal neck fractures, and combinations thereof. To prevent postoperative issues, it is recommended that the insertion of the helical blade into the femoral head be centered in both the lateral and ap planes. The relevant drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The design is determined to be adequate for its intended use when used and maintained as recommended. A review of the device history records for known lot numbers showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacture date: august 06, 2014. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. There was one part scrap at the machine complete operation for a setup issue and the remainder of the lot was found to be fully conforming. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The patient had a follow-up visit on (B)(6) 2016. On (B)(6) the patient was revised to a bi-polar prosthesis. X-rays taken during follow up visit on (B)(6) 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had a follow-up visit on (B)(6) 2016. On (B)(6) 2016 the patient was revised to a bi-polar prosthesis.